Event description:
Crm received information that during the procedure, it was noted the atrial set screw of this device could not be moved. There were no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the laboratory, this device paced and sensed appropriately. A visual inspection revealed the atrial setscrews were stuck in the up position. No irregularities were noted in the seal plugs. Inspection noted the setscrew retainer rings were bent indicating excessive force may have been used to retract the setscrews and the atrial setscrews may have stuck against the retainer rings. Analysis testing concluded there were bent retainer rings in all connector blocks.